Manufacturer narrative:
The manufacturer previously reported information received alleging a "ventilator inoperative" alarm occurred during use on the patient at the hospital. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additionally, "the blower assembly was replaced just in case". The components have been returned to the product investigation laboratory for further evaluation. The system board failure is being investigated under CAPA 2548468. No further evaluation of this part is required at this time. The service technician replaced the blower as a discretionary/precautionary measure to address the issue. The technician did not confirm a problem with the blower itself. Therefore, no further investigation of the blower is required at this time.

Event description:
The manufacturer received information alleging a "ventilator inoperative" alarm occurred during use on the patient at the hospital. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additionally, "the blower assembly was replaced just in case". The components have been returned to the product investigation laboratory for further evaluation. When the investigation is complete a supplemental report will be submitted.